Event description:
Customer reported there are black spots on her insulin pumps lcd. She stated it looks like ink on the inside of the screen. She just noticed it as she was bolusing for dinner. Customer's blood glucose is 235 mg/dl. She does not know how the damage occurred. She stated she wore the device to an x ray today. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).